Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channel of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. The auxiliary channel: staphylococcus coagulase negative pseudomonas non aeruginosa (6 ufc/100ml), pseudomonas aeruginosa (3 ufc/endoscope). The air/water channel: basic flora colonies (4 ufc/100ml), stenotrophomonas maltophilia pseudomonas aeruginosa (3 ufc/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.